Manufacturer narrative:
(B)(4). The customer returned one sheath assembly for evaluation. Signs of use were observed on the dilator body. The separated hub was returned. Visual inspection of the dilator revealed the hub had fully separated from the dilator body. The separation points were rough and discolored. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The customer report of a separated dilator hub was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation should white discoloration consistent to that of a stress-related break. A CAPA was previously implemented for this issue. The CAPA investigation determined the root cause is design related. The returned sample was manufactured in sept-2021, prior to the CAPA implementation date of 14-jun-2022. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: during the procedure according to IFU, md found that the dilator was deformed. Another kit was opened to finish the procedure. The issue was identified during use on patient but there was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during the procedure according to IFU, md found that the dilator was deformed. Another kit was opened to finish the procedure. The issue was identified during use on patient but there was no patient harm or consequence.